Event description:
Defibrillator not firing. Clinical engineering technician was performing routine defibrillator output test. Charged the unit up and attempted to discharge into the analyzer. Unable to discharge, he tried at to discharge into the analyzer. Unable to discharge, he tried at different energies and changed the mfc (multi-function cable). The unit never discharged. However, when doing the self-test, unit would deliver preset energy of 30 joules into test connector, and indicated "test ok". The facility reports that all 42 of their defibrillators have been checked and none have had duplicate problems. The labeling lists the test procedure the facility used as the recommended procedure. This particular unit which was housed in the cardiac catheterization laboratory was not set on automatic defibrillation, as many devices are set. The unit was tested in both the automatic and manual modes and would not defibrillate in either mode. Device failed (e.g. Broke, couldn't get it to work or stopped working).